Manufacturer narrative:
B3: estimated based on gfe response from sales representative as the issue progress over time.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to frequent implantable pulse generator (ipg) charging and magnetic resonance imaging (MRI) preferences. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well.